Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient noticed that the pump vibrated that then went to the verify screen. The patient was then entering a bolus and the pump rebooted again. There is reportedly no structural damage to the pump. This report is being made based on the allegation that the pump rebooted.

Manufacturer narrative:
(B)(4): the black box history showed power events had occurred. There was no damage to the battery compartment or cap. The pump powered on normally and the pump was exercised for 24 hours without power issues. The battery cap was tested and no connection issues were found. The battery cap contacts were measured and were found to be out of specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.